Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the suture was torn. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 29mar2019 it was reported that the correct anatomy location was esophagus.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 1069 for the reportable issue of suture broken. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the suture was torn. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.